Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a false positive architect total b-hcg result on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found crystals at the opening of the pipetting area. The fsr determined the diverter, load and unload - moulded base (rohs), part number 7-205671-02, needed to be cleaned, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed false positive architect total b-hcg results for one patient. The following data was provided (>/=25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6), was 7493.75, repeat result, on (B)(6), was 250.22 miu/ml. The patient was recollected on (B)(6), and the result was >500 miu/ml. It was noted that the patient had an ultrasound on (B)(6) where no fetus was detected. There was no other reported impact to patient management.